Event description:
It was reported during the implant attempt by the physician that there were positioning and fixation difficulties and helix would not come out fully until turned at least 20 rotations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood present in/on the helix mechanism; full lead analyzed.